Manufacturer narrative:
Updated fields: h10 this report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation and because the user culture results were not shared, the reported event could not be confirmed and a root cause could not be determined. Growth of microorganisms were reported through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. Furthermore as the device was used in a procedure eleven times while awaiting the results from culture testing, it is likely that user facility's knowledge regarding device handling differed from olympus recommendations. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them."   Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The cleaning, disinfection, and sterilization (cds) was performed by the customer. There was no patient infection. The customer did not have any concerns about the reprocessing process. The steps taken during precleaning and manual cleaning were not provided by the customer. The device was used in 11 procedure while waiting for the test results and was last used in a procedure on (B)(6) 2023. After testing positive, the scope was quarantined. The device was last reprocessed on (B)(6) 2023 prior to be sampled. The scope was stored in a drying cabinet. After the device was returned to olympus, it was sent out for additional testing. The microbiological analysis report indicated the channels of the scope were cultured and the results obtained comply with the target level for an endoscope subjected to high level disinfection and rinsed with sterile water. During device evaluation at olympus, it was found there was foreign material in the jet tube. Also, evaluation found that water tightness was lost due to deformation of the right/left and up/down knobs, the control plate was deformed, the air/water and suction cylinders were discolored, the label on the scope connector was damaged, the bending angle in the up direction did not meet the standard value due to wear of the angle wire, the objective lens was scratched, the light guide lens was cracked, the bending tube was deformed, the connecting tube had snaking, and the universal cord was wrinkled. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported that the colonovideoscope tested positive for an unexpected contamination. The issues were found during regular examination in the hospital. The scope tested positive after being reprocessed twice. The user did not report any contamination or any other serious deterioration in state of health of any person, to which this medical device could have been a contributory cause. Reports are being submitted for each use of the scope after testing positive. Please refer to the following related patient identifiers: (B)(6).